Manufacturer narrative:
Additional information received reported that the lesion was not specifically tortuous. The area had been previously treated with radiation therapy, in the 80`s. Two years ago done plain balloon angioplasty, result was good. Now pre-dilatation with 6mm plain angioplasty and then the inpact pacific device was used. 80-90% stenosis before pre-dilatation, no stenosis after. Therefore no stenosis when inpact pacific was used. The burst could be seen on x-ray and heard by ear. Patient is reported to be fine after procedure. No issues noted during prep of the device. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the inflating lumen. The visual inspection did not report any other issue on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device from the tip to the luer. During the analysis, negative pressure was applied with a manometric syringe on the balloon; the purging test did not pass, since bubbles emerged in the water column. Afterwards, an attempt to inflate the balloon was performed, in order to detect the leakage. Signs of a longitudinal burst were detected. Two images received showed the lesion before and after the dilatation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use an inpact pacific drug eluting balloon to treat a lesion in a patient. It was reported that balloon burst occurred. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used during the procedure. No patient injury and no other clinical sequelae reported for this event. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.